Event description:
Upon removal and withdrawal of the micropuncture transition less stiffened cannula, a component of the device broke off in the pt. The physician was able to retrieve it with no harm to the pt. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
One used and damaged 4fr mpis outer sheath was returned without the hub, along with 4 unused, unopened devices. During the course of investigation, a review of the complaint history, quality control (qc) and trends was conducted in addition to a visual inspection. The returned piece measured a total length of 11.2 cm. Neither end of the piece displayed evidence that it was the tip of the device, thus it is possible that the device separated at/near the hub and possibly at/near the tip. The sheath appeared undamaged for a length of 8.7cm. It was noted that 2.5cm of the returned piece appeared "accordion-like" meaning a portion of material that has stretched and compressed. The unused devices appeared undamaged. The pt anatomy was not reported, but highly scarred or calcified areas can cause excessive pressure/force on the device increasing the devices chances of stretching and/or separating. The method of removal from the pt was not identified, but it was noted that the separated piece(s) was removed from the pt without harm. Quality control personnel confirms the type and outside diameter of the tubing and that the surface of the catheter is smooth, clean and free of excessive kinks and foreign debris. The surface is also confirmed to be clean and free of imperfections. A definitive root cause cannot be determined with certainty. The appropriate internal personnel have been notified and will continue to monitor for similar events. Per quality engineering risk assessment (qera), no further action will be taken.

Manufacturer narrative:
(B)(4). Event is still under investigation.